Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported false downstream occlusion which was not reproduced. A review of the event history log identified false downstream occlusion. Evaluation observed the force sensor was out of specification. The cause was determined to be failed tubing guide which was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a false down stream occlusion. There was no patient involvement. No additional information is available.